Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the data from the date of the complaint had been overwritten due to continued patient use; adequate investigation of the occlusion complaint was not able to be performed for this reason. There were no unusual alarms or warnings or occlusion alarms recorded in the black box or history. On testing, an ez-prime operation was able to be successfully performed. The force sensor was tested and found to be out of specification. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values through the last date of use which was (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging the patient was receiving multiple occlusion alarms on (B)(6) 2012 at 7:01am, 8:30am and 8:57am during bolus deliveries. The patient's mother reported that at 9:30am that same morning the patient's blood glucose (bg) tested at 538 mg/dl. The reporter informed customer support she had symptoms of nausea and a headache with the elevated bg and also tested positive for ketones. The patient's mother stated she called the patient's hcp and per his recommendation she gave the patient an injection of 8 units of humalog. The reporter claimed that the patient's bg was down to 188 mg/dl within 4 hours of the bolus and the patient's symptoms abated. The patient's mother stated that the patient saw her doctor 2 days later and was told that the cause of the occlusion was due to having a "bad site". The reporter stated the site was in her abdomen and the patient's hcp felt site was against muscle. At the time of the call, the patient's mother reported that after receiving the occlusion alarms the patient would disconnect from the pump and prime it. The reporter confirmed the patient did see drops coming out from end of tubing when she primed. During review of pump alarm history, customer support discovered there were missed boluses on the day the occlusion alarms occurred. It was noted three separate boluses had been cancelled. At the time of troubleshooting, the patient's mother reported she was unaware that the boluses were cancelled because she did not know to check the bolus history as a result of occlusion alarm. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after the alleged issue started. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient and/or reporter failed to review the pump's bolus history to check for cancelled boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.